Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl, cause was unknown. Reportedly, the customer consumed an apple to address the low bg. In addition, it was reported that the pump battery depleted faster than expected and subsequently shut down. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.